Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2015 with the following findings: investigation revealed the display screen was discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display. This report is made based on results of the investigation performed on 11/04/2015.